Manufacturer narrative:
It was reported that the patient had an infection and was treated with topical antibiotics. This report is submitted on 16 december 2020.

Manufacturer narrative:
This report is submitted on 24 nov 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.